Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. As there was no product returned or lot information provided, no detailed investigation can be performed. (B)(4).

Event description:
An optician reported that a contact lens wearer experienced a corneal ulcer, right eye, associated with wear of a private label of air optix night and day aqua lenses. The patient inserted a new pair of lenses on sunday and started having gritty sensation and shooting pain, right eye. She removed lenses on monday evening. She presented at the optician with severe pain on tuesday. Referred the same day to an outpatient ophthalmology clinic, where an ulcer was diagnosed (less than 1mm) peripheral corneal at 7 o'clock, with 2+ cells anterior chamber, right eye, and cells anterior chamber, left eye. No discharge, but gritty sensation. Visual acuity, right eye, 6/36 pin holing to 6/12 and left eye, 6/24 pin holing to 6/9. No eyeglasses with her. Treatment of guttae ciprofloxacin drops every hour x2days, cyclopentolate 1% drops b.d. X 1wk, chloramphenicol ointment nocturnal x 1wk. Follow-up visit noted event resolved with acuity of 6/5 each eye. Discontinued ciprofloxacin and chloramphenicol and asked to continue predsol drops, right eye x 7days then stop. Prescribed viscotears preservative free (eye gel) to relieve gritty sensation x 1 month, but then advised to stop. Advised to follow-up with optician regarding further contact lens wear. No further information was provided.